Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Multiple follow ups were performed to obtain more information but no response was received. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part number, lot number combination per qlik query executed on 7/1/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone and email that during an acl reconstruction procedure the doctor used a 7-8 small tibial tunnel dilator followed by the bio-intrafix small sheath with a 6-8mm bio-intrafix tapered screw. After completing the implants, the doctor scoped the joint and noticed that the bio-intrafix sheath was halfway into the joint and knew that he inserted the sheath too far into the joint. To resolve, the doctor opened a bio-intrafix large sheath to compensate for the loose tunnel. A small 7-8 dilator was re-inserted to check the fit, and it was tight, so another bio-intrafix small sheath and another 6-8mm bio-intrafix tapered screw was used and implanted into a new bone hole. There was no surgical delay. The implants were discarded.